Manufacturer narrative:
A product investigation is in progress.

Event description:
Consumer contacted via e-mail and stated that when she was pulling the tampon out, it seemed to kind of split apart. No injury was reported.

Manufacturer narrative:
(B)(6) 2020: product investigation results: no failure could be identified as a result of the investigation.

Event description:
Consumer contacted via e-mail and stated that when she was pulling the tampon out, it seemed to kind of split apart. No injury was reported.